Manufacturer narrative:
The customer reported complaint of the thermogard console power off by itself was confirmed during the initial functional testing. The fuse in the module input was loose and was repositioned to resolve the problem. Upon visual inspection the connector of the power cable has a loose fitting. These observation is not related to the reported event. The power cable was replaced to address the issue. The thermogard is a reusable as well as serviceable device and was manufactured in september 2010, therefore, this type of damage is characteristic of normal wear and tear for the life of the device. Following the service, the thermogard console was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm console (B)(4).

Event description:
During console priming, the thermogard ivtm system (B)(4) power off by itself. Following this, the patient was switched to alternative temperature management. No known impact or consequences to the patient was reported. No additional information was provided.